Event description:
Pt presented with chest pain and pericardial effusion per following physician. The lead was explanted due to a report of j retention wire fracture with protrusion through the outer polyurethane insulation. The explanting physician, states he sees no evidence of effusion during his involvement with the pt.